Event description:
It was alleged that upon installation of a new pc board and sensor assembly, the unit was reaching temps of 111 degrees and higher. No patient was affected and no adverse consequences or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer was sent a replacement pc board and sensor assembly.